Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 414 mg/dl. The customer treated with the pump. The customer stated that the pump is not receiving readings from the meter. It was found that the meter ID was not programmed correctly in the pump.